Event description:
It was reported that the device had unexpected longevity as the device had battery depletion indicated in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed that the battery indicator signifying that it is time for device replacement. Concomitant product: 419478 implantable pacing lead - implanted (B)(6) 2009; 407645 implantable pacing lead - implanted (B)(6) 2009.